Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced several low blood glucose (bg) levels of 50 mg/dl. Customer consumed glucose tablets and for one occasion ate a meal without bolusing for the meal to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.